Event description:
The manufacturer received information alleging of a ventilator failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 1 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 were updated in this report. Section d5 was corrected which was incorrectly captured in initial report.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator failure. There was no harm or injury reported. The device was returned and evaluated. Customer complaint ventilator failure has been confirmed with error code 384. Replaced system pca due to error code 384. Replaced faulty machine flow sensor, blower motor, blower seal, blower cap, blower chassis plate, muffler assembly, outlet side panel, tubing due to contamination. External flow sensor cable damaged during repair. Replaced external flow sensor cable. Section h6 corrected in this report.